Event description:
It was reported patient underwent total hip arthroplasty on (B)(6) 2004. Subsequently, it is reported that a revision is recommended by surgeon allegedly due to pain, clicking and grinding, and elevated metal ions.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." Number 15 states, "elevated metal ion levels have been reported with metal-on-metal articulating surfaces." This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2013-00739 / 00740).

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Additional information received confirms that a revision procedure occurred on (B)(6) 2013.

Manufacturer narrative:
This follow-up report is being filed to relay patient's blood test results.

Event description:
It was reported patient underwent total hip arthroplasty on (B)(6) 2004. Subsequently, a revision procedure was performed on (B)(6) 2013 allegedly due to pain, clicking and grinding, and elevated metal ions. The acetabular cup and modular head were removed and replaced.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.

Event description:
It was reported patient underwent total hip arthroplasty on (B)(6) 2004. Subsequently, a revision procedure was performed on (B)(6) 2013 allegedly due to pain, clicking and grinding, and elevated metal ions. The acetabular cup and modular head were removed and replaced. This report is based on allegations set forth in patient's complaint and the allegations contained therein are unverified. Additional information received in patient's revision medical records noted the revision was due to pain and elevated metal ion levels. Medical records further noted the presence of corrosion at morse taper. The modular head was removed and replaced. The acetabular cup was replaced with a competitor's product.